Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling with a bd vacutainer® na heparin trace element tube. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: three cases has come out near past. Last one (B)(6) 2019 where during blood collection has found that tubes are filling slowly and blood flows to holder.

Event description:
It was reported that tubes are under filling with a bd vacutainer® na heparin trace element tube. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: three cases has come out near past. Last one 20.9.2019 where during blood collection has found that tubes are filling slowly and blood flows to holder.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for slow draw with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.